Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One used device was received and evaluated against the reported condition of particulate matter inside the fluid pathway. This device was visually tested against product specifications. The reported condition was confirmed via the visual inspection. The cause of this condition is related to the manufacturing process of the internal supplier, specifically the tube-cutting process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer indicated that the device is available for evaluation; however, the device has not yet been received by baxter. Should additional relevant information become available a supplemental report will be submitted.

Event description:
It was reported that there were particles inside an intravia empty container. This was observed prior to patient use. The reporter stated that they noted small slivers of clear plastic inside of the bag that became apparent when the device was filled. There was no patient involvement reported. Additional information was requested and is not available.